Event description:
The following has been reported: "error 22. After replacing carriage kit for agilia sp device work fine. Quality control performed, device functional and safe.". Error 22 is described by the technical manual as a force sensor issue. Reporting due to the referenced issue. No additional issues or serious injuries to the patient were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and event is partially confirmed: error 22 has been triggered but the date of event is not consistent ((B)(6), 2000). The device was repaired locally by the mu (fresenius kabi market unit) according to the process in the technical manual. The spare part carriage kit was returned to our laboratory for analysis. Upon reception, the piece was submitted to a visual check and tested in an agilia sp tester. The tests performed were compliant, no error 22 triggered. The reported event could not be reproduced and was not confirmed by our laboratory. Due to the lack of information, the root cause cannot be identified but could be related to another reason than carriage kit. An internal CAPA has been opened in april 2019 in order to reduce the occurrence of error 22. To our knowledge no patient consequences have been reported. However, the complaint has been registered for statistical monitoring. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.